Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having high blood glucose and had multiple trips to the emergency room. They were in the emergency room three times within 10 days. The customer was admitted to the hospital on (B)(6) 2017. The customer¿s blood glucose level during the time of admission was 580 mg/dl. They had a borderline of diabetic ketoacidosis. They had been wearing the insulin pump at the time of hospitalization. They were currently disconnected from the device and was on an insulin drip. Their current blood glucose level was 107 mg/dl. Troubleshooting was performed on the insulin pump. It was found that the infusion set had a bent cannula. The device passed the basic occlusion test. The customer also stated they had issues with the serter. The infusion set and serter will both be returned for analysis. The insulin pump will not be returned for analysis.